Event description:
It was reported that pump battery did not charge when connected, even though customer used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer confirmed wall outlet was not working, switched adapter to a working outlet, and pump began charging with existing tandem charging cable and wall adapter, so no further assistance was required.